Event description:
Information received regarding the explanted device notes battery depletion. The magnet rate and battery voltage were low. The patient was pacemaker dependent and felt "fine" after device replacement.